Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation the foreign objects inside the nozzle, is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, foreign objects had been found present in the nozzle. There had been no patient involvement.